Event description:
It was reported the patient has not charged the ipg for a long time (date unknown.) The patient has lost stimulation over a month ago (date unknown) and is receiving a communication error. An sjm representative confirmed the issue. The patient is pending a consult with a surgeon.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the patient's issue.